Event description:
It was reported that the device was removed due to "failure". The patient outcome remains unknown.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance on the extension. There was an intermittent short between the #0 conductor and the #3 setscrew connector block and between the #1 conductor and the #3 setscrew connector block.